Event description:
Times two revisions due to j&j/depuy pinnacle m o m hip replacement: (B)(6) 2008 original thr (B)(6) 2010 attempted revision due to m o m reaction/complications. (B)(6) 2011 revision #2, still healing from.